Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned components underwent a thorough analysis. The ams700 inflatable penile prosthesis (ipp) cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the proximal and in the middle of the cylinder bodies. Both cylinders had holes at corner of a fold which led to a small leak. Both cylinders were not pressure tested due to the leak that was identified. Product analysis identified a device malfunction with the returned cylinders. As the reason for the revision surgery was not provided, the relationship between the identified cylinder issues and the clinical event could not be confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to unspecified reasons. No patient complications were reported. Product analysis identified device malfunction with the returned cylinders.